Event description:
Customer reports that the, 'the driver found bleed in valve inlet port melted during routine concentrator check. It was replaced with a different bleed in valve.' Customer additionally reported that the port was deformed, but not fully occluded. The melting was found on routine concentrator checks which are performed every 3 months. This adapter was used with a home care patient that needed to bleed in oxygen. The patient uses the CPAP nightly. The adapter is not cleaned, sterilized or washed. It is not routinely changed. The oxygen tubing connected to the adapter is changed but the adapter is not changed. No patient injury occurred. No additional information is available.

Manufacturer narrative:
(B)(4): investigation: one sample was received for evaluation. Upon visual inspection of the sample it was noted that it was deformed at the inlet port. In a similar report the sample was submitted to chemical analysis, and in accordance with teknor apex analysis it was confirmed that the deformed ports were exposed to dehp. In conclusion the deformation is caused by long term use with the pvc connector. This failure reported is not caused by manufacturing personnel; this type of defect is caused during long-term contact of the two plastic materials during product usage. A project has been opened to implement a labeling change indicating the risk of this failure with long term contact between these materials. A lot number was not provided; therefore a device history record review could not be performed.

Manufacturer narrative:
(B)(4): the sample was reported to be available for evaluation. Upon completion of carefusion's investigation a follow up medwatch will be submitted.